Manufacturer narrative:
An event regarding a damage issue involving a spigot protector for a exeter stem was reported. The event was confirmed. Method & results: device evaluation and results: a visual inspection completed by the supplier indicated: the yellow spigot shows a bent lug. We can see high material deformation on the bent lug, exactly located on the area where the stem inserter has to connect with the spigot. There is also deformation on the second lug. There are also marks of use with the instrument medical records received and evaluation: not performed as no adverse consequences to the patient were noted and no medical records were provided. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the investigation performed by the supplier on the returned part concluded that bent spigots are not due to manufacturing defect. The returned spigot shows bent lugs and visual marks of material bulge that are consistent with a misuse of the device. No further investigation is required at this time if further information becomes available, this investigation will be re-opened.

Event description:
It couldn't connect between the stem and spigot protector during preparation.